Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) recommended reprogramming options. No adverse patient effects were reported. This device system remains in service.